Event description:
An Impella 5.5 device was inserted surgically into the right axillary/subclavian artery in a 64-year-old female patient presenting in acute decompensated cardiomyopathy, in Society for Cardiovascular Angiography & Interventions (SCAI) Stage D shock, and on multiple inotropes/vasopressors, and on a ventilator for respiratory support, prior to initiation of support.After six weeks on support, while the patient was in the intensive care unit (ICU), the patient suffered an acute stroke. It was noted that micro air bubbles were observed in the ventricle on transthoracic echocardiogram (TTE). No further information regarding the event was reported.The patient continues on support, pending a heart transplant. While on support, the Impella functioned at P-5 at 3.4L/min as intended with D5W Sodium Bicarbonate in the purge solution. Cerebral vascular accident/Stroke may be attributed to the reported air embolism, inadequate anticoagulation, prolonged support time, and/or the use of a mechanical circulatory device.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 CFR, Part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by Abiomed Inc, or its employees that the report constitutes an admission that the product, Abiomed Inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.